Manufacturer narrative:
This patient had undergone multiple previous surgeries (including hernia repair and mesh removal) and had multiple comorbidities that may have contributed to this event. A DHR review was completed and no non-conformances or anomalies were found that may have caused or contributed to this event. Tela bio (importer) is submitting this report on behalf of aroa biosurgery (manufacturer) via exemption number e2017045.

Event description:
A patient with a history that includes previous hernia repair and mesh infection with staphylococcus underwent surgery for a takedown of a colostomy and fistula, a coloproctostomy, and repair of a recurrent incisional hernia. On (B)(6) 2019 surgery including extensive lysis of adhesions, bilateral component separation and placement of an intraperitoneal ovitex 1s permanent was performed. Patient developed a hematoma that became infected and the infection extended to the implant. Cultures were positive for morganella, proteus, and (B)(6). On (B)(6) 2019, the laparotomy was re-opened to wash out the wound. Upon opening the fascia it was noted that the infection had extended to the mesh which was subsequently removed. Antibiotics were given, a wound vac applied and regular inspections and debridement performed as necessary. As of (B)(6) 2019, the patient's infection appeared "dramatically improved".